Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 23 millimeter (mm) transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, the valve was reported to be constrained. A post implant balloon aortic valvuloplasty (bav) was performed as a result. During the balloon dilation, the valve migrated out of the previous sav. A second transcatheter valve was successfully implanted, valve in valve. No additional adverse patient effects were reported.